Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1300 mg/dl. The cause was unknown; however, customer did not have a non-tandem continuous glucose monitor (cgm) session active. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and manual injections. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.